Event description:
It was reported by the rep that the device was used during a stereotactic breast biopsy. It was reported the surgeon applied an old clip (c1530) in a new probe. The clip deployed and the metal tip sheared off when pulled out of the probe. There was no consequence to the pt.